Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation on the left side. Diagnostic testing revealed high impedance readings on lead contacts 1-8.. The lead contacts on the right side are within normal range. X-rays did not reveal a lead fracture. The patient will undergo surgical intervention at a future date as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on 19 december 2017 wherein the physician elected to explant the ipg due to the issue. In addition, due to scar tissue the lead remains implanted.